Event description:
It was reported that the user experienced a low blood glucose while using the ilet with humalog, with the lowest value of 51 mg/dl, occurring after a prior high the previous day and a meal announcement made approximately 15¿20 minutes after eating; the user had performed a fill tubing earlier that day and briefly disconnected during that process. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included use of oral carbohydrates (milk) with subsequent recovery to 119 mg/dl and no need for medical intervention. Investigation included customer interview and troubleshooting and education regarding potential overcorrection during adaptation, timing of meal announcements, and disconnection during fill tubing. Investigation of this case revealed no device malfunction and an unclear cause, with potential contributing factors including algorithmic response after a prior high during the learning phase and postprandial meal announcement timing. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.